Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.2 was not detected on the bus and was unable to recover. The field service engineer (fse) found that the cubie pockets d0 and b0 in the auxiliary drawer 4.2 had failed and were identified as bogus cubies. Then the fse powered off the system and reseated the row board connectors for drawers 4.1 and 4.2. All cubies were released in hardware test application (hta), and trays b and d were rotated. Cubie trays were reseated, and all cubies except those in rows b and d were reseated in hta. The customer recovered and unloaded medications, but b0 and d0 still failed. Cubies were then reseated in the correct rows, and the customer reassigned and reloaded the medications. The repair was tested by having the customer assign and load medications back into the cubies. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.